Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging an error 2 msg on the meter. She mentioned that there was something wrong wit the port, since after she inserted the test strip into the meter, the test strips started to peel. Pt had not been able to test her blood glucose for a month due to the error 2 msg. She had been taking her oral medication when receiving an error 2 msg. The pt had swollen feet and felt light headed the day before her md's visit. Pt went for a routine md's visit and was tested on the md's meter and rec'd 227 mg/dl. Md changed the pt's medication. Ccr was unable to resolve the issue and sent the pt a new meter and test strips. This case is being reported as a malfunction, since the error 2 msg was not resolved.